Event description:
It was reported that the customer had an unspecified cartridge issue. Reportedly, customer reverted to an alternate method of insulin therapy. Although requested, no additional information was provided by the customer. There was no adverse impact to the customer's blood glucose level.